Event description:
It was reported the system had a cine disk error, playback was not functioning properly with a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.